Event description:
It was reported that during an afib procedure with the heliostar balloon the physician wanted to reposition the balloon after 5 ablation shots in the rspv, but because of miscommunication the thumb knob was in deflate position but irrigation rate still on 25ml/min. Simultaneously we had a system freeze on carto and it needed to be reloaded. After reducing to 5ml/min balloon was pulled back into sheath without problems. On the x-ray I couldn't see any issues with inner lumen of the balloon. Balloon was pulled back completely out of the sheath, but unfortunately sheath went to ra and needed to be repositioned to la. Outside patients body we tested the mechanism of the balloon to inflate and deflate and it worked correctly. We inspected the integrity of the balloon and shaft. All was normal. Balloon was irrigated to flush out bubbles and inserted again into the sheath and back into la-rspv. Carto system frozen again when starting fam. Due to carto reload we lost matrix and only lasso was visualized and I started fam again. In this moment system froze again and started to reload. Then we saw temperature fault (error 177) on electrode 7,9,10 and impedance too high (error 185) on electrode 7,8,9,10 on the balloon. Then the physician decided to change the balloon. As per protocol the thumb knob was deflated and irrigation rate was reduced to 5ml/min. The physician tried to pull back the balloon inside the sheath but it was not possible. There was great resistance and the distal part of the balloon looked compressed like a crown out of the sheath. The balloon was stuck in the sheath and physician was trying to pull the balloon back but it was not moving. While pulling the balloon I could see in x-ray the sheath deflecting but the balloon was not coming out. When he finally succeeded to pull out, only the shaft and the lassostar nav came out but the balloon itself was torn off and was found under flouroscopy at the groin of the patient inside the vein. Vascular surgeons were called for assessment and needed to expose the vessel to recover the balloon out of the vessel. (At the groin level.) Customer reported a 2 hr 40 minute delay in the procedure.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
One 14f guidestar steerable guiding sheath was received with the dilator. There were no other accessories. Blood was found on and inside the sheath and dilator. According to the event description summary, the heliostar balloon was stuck in the sheath and when the physician tried to pull the balloon back, it would not move. While pulling the balloon, the sheath could be seen deflecting on x-ray but the balloon was not coming out. When he finally succeeded to pull out, only the shaft and the lassostar nav came out but the balloon itself was torn off and was found under fluoroscopy at the groin of the patient inside the vein. Upon evaluation, it was found that the dilator fit through the sheath fully and smoothly. The tip of the sheath is damaged and there is a kink in the sheath shaft approximately 5cm from the tip.the device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath was within manufacturing specifications. The dilator passed through the sheath fully and smoothly. The tip of the sheath was damaged and kinked due to stress and resistance encountered while attempting to remove the balloon catheter. No manufacturing rejects or anomalies of this type were recorded in the device history record. The steerable guiding sheath passed all in-process and qa final inspection steps. No manufacturing defects were found. Per procedure (destino steerable guiding sheath in-process and final inspection) all of the following procedures are performed 100%: tipping inspection · using 10x microscope, visually inspect the surface of the distal tip both inside and the outside. · using a laser microscope, verify the o.d. (Outer diameter) of the sheath in three different spots (distal section, mid-section and proximal section) of the body in dim "a", to confirm that the unit meets the requirements according to the drawing. · using the appropriate pin gauge, measure ID of shaft according to drawing. The pin gauge should be inserted at distal tip of shaft. Dilator insertion · the tooling dilator is inserted into the proximal end of the shaft to assure inner lumen is free of obstructions. The dilator should pass smoothly without resistance thru the proximal end of the shaft all the way thru until it is protruding at distal tip. There should be minimal gap between shaft and dilator at distal end. Inspection for obstruction · a sample tipped dilator of appropriate size is inserted into the proximal hubbed end of the shaft to assure the inner lumen is free of obstructions. The dilator should pass smoothly without resistance thru the proximal end of the shaft all the way thru until it is protruding at distal tip. Per IFU wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.